Event description:
A report was received regarding a procedure in which the surgeon was extracting a rush rod (non-synthes product). During the extraction, the blue inserter extraction attachment broke at the threads. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Concomitant device reported in error; no concomitant device.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents for lot number 1555099 were reviewed and no complaint related issues were found. Lot #: corrected lot number from 7874224 to 1555099.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned slide hammer, part 357.026, was manufactured in february 2000 and is over 12 years old. Based on the age and as received condition of the returned slap hammer, it has outlived its useful life and is invalid from a design perspective. The returned hammer guide, part 359.218, was manufactured in october 2006 and is over 6 years old. The fracture face on the returned device shows evidence of an off axis force causing the thread to bend and ultimately shear just above the thread that was engaged, supported. The design risk assessments are adequate for the intended use.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history record has been requested.